Event description:
It was reported by service report that the fowler will not reset after the manual CPR is activated and the head section actuator power cord is damaged. No pt involvement or adverse consequences are reported.